Event description:
The customer reported to customer service that the transformer to her pump in style breast pump had fallen apart exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed that the transformer was breached. She did not report any sparks, fire, or injury. She also stated that they would send the original product back to medela, but as of the date of this report medela has not received the product. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4) the investigation found that the transformers ware being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.